Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Investigation attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on an (B)(6) device with ios/fsll version 2.5.3.3088 using a known good libre 2 sensor. Investigation did not identify any issues with the librelink app. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with the freestyle librelink application. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and had contact with a healthcare professional who provided glucose gel as treatment. There was no report of death or permanent injury associated with this event.